Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator had no battery backup. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event. A service engineer inspected the device and they found that the battery connection in the breath delivery unit was loose. The connection was tightened to address the issue. The unit passed all testing and operated within the manufacturing specifications.